Event description:
Treatment of an avm. It was reported the patient's avm was treated with 13 vials of onyx, nbca glue via one marathon catheter and one magic catheter. Subsequently, the patient was observed bleed near the nidus in a frontal lobe. Two or three days later, the hematoma became larger and the physician thought manipulation of the catheters was the caused of the bleeding. Consequently, the patient lost of his right upper vision. On (B)(6) 2011, the avm was resected and no complications were observed with the patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)